Event description:
A Trilogy Evo Australia ventilator was returned to the manufacturer's factory-authorized service center for service. There was no allegation of device malfunction, and the device was not in patient use. During evaluation at the factory-authorized service center, an error code related to the charging of the internal battery was observed. The System Printed Circuit Assembly (PCA) was replaced to address the issue. The device was serviced by replacing the identified components in accordance with the manufacturer's service procedures.

Manufacturer narrative:
The reported failure of the internal battery is accommodated in the product risk management file as being linked to Hazard with description Loss of Function/Loss of Primary Function. Complaints for this failure are reviewed via the Post Market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures. DHR review was performed for the complaint device Serial Number, (b)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.